Event description:
The customer reported that during a procedure, the device handle got stuck and the jaws of the device would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. The device was removed from the surgical field and a new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.